Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Reason for surgery: sui; pop. Concurrent procedures: lap. Supracervical hysterectomy; endometrial ablation; sacrospinous ligament suspension. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, infections, vaginal discharge and continued urinary incontinence. No additional information was provided.